Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot #: 19924832 description: clik x anchor.

Event description:
A report was received that a recently implanted patient was experiencing pain and strong muscle spasms. X-ray showed one lead had moved anteriorly. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.